Manufacturer narrative:
Patient weight was unavailable from the site at time of this report.no parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that synergy cranial software became unresponsive during a procedure. They re-started the system and the issue was resolved, however the exams had been removed from the hard disk drive. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Cpu has been replaced on this system; system logs not available. Additionally per event summary, after a reboot the system functioned properly. Unable to determine root cause without further information since the behavior cannot be replicated after cpu replacement.